Event description:
It was reported to philips by a customer that the unit wasn't delivering o2. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that unit had o2 not available alarm. The biomed was unable to duplicate the alarm but verified error code 1208 (alarm message: oxygen not available) in log. No e-cylinders present on cart but does have o2 transport kit installed. The rse advised customer to test unit with o2 set at various levels to try to duplicate complaint, also check with engineering to ensure o2 wall source is good and perform operational check. The rse stated to return unit to service if cannot duplicate complaint. Further information is pending.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use; it is unknown if there was any delay of therapy at the time of the event reported. No harm or injury has been indicated or alleged. The biomed stated he was unable to duplicate alarm. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.